Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the the station was stuck on care fusion bluescreen. A technical support specialist (tss) reviewed the issue and learned that the medication application had not launched automatically, although the care facility network application had logged in without problems. The tss referred to available guidance related to the medication application not launching and found that certain program files were missing, including the update component required for proper operation. The tss reinstalled the required update component by following the corresponding installation instructions and confirmed that the correct permissions were enabled for the application folder. After restarting the workstation, the medication application launched automatically without further issues. The tss was then informed that the workstation was showing a critical override status. Upon reviewing the server settings, the tss found that the critical override option was not selected. Communication between the workstation and the server appeared normal. By consulting guidance related to unexpected critical override conditions, the tss confirmed that the time settings on the workstation did not match the server. The tss manually corrected the workstation time through the command interface. Once the time was synchronized, the critical override indicator disappeared, and the workstation returned to normal operation. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer reported that the station had been stuck on the carefusion blue screen. Earlier in the day, the station had been in critical override mode, but it later became stuck on the blue screen. The customer rebooted the station but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.